Manufacturer narrative:
Date rec¿d by MFR : 14aug2019, date of report : 15aug2019. The manufacturer's field service engineer (fse) confirmed the reported issue. It was noted that the (central processing unit) cpu board has thermal damage. The fan does not work and the (power management) pm board's temperature runs high. It was also discovered that the top cover was cracked on right corner, the display front bezel was cracked, and the trim knob test failed. The manufacturer's field service engineer (fse) replaced the defective power supply, cpu board, front bezel, and top cover to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/20/2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported unit won't power on and just gives a chirping noise. The unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or the user.